Event description:
It was reported that the infusion set was leaking. Per reporter, the continuous glucose monitoring value was 340 mg/dl and later at the time of event it became 400 mg/dl. No symptoms were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.